Event description:
Pt was being treated for a small, unruptured ica aneurysm (height 2.8mm, diam 3.2mm, neck 2.3mm), which was noted after being treated surgically earlier this year for a large anterior communicating artery aneurysm (after experiencing a left cerebral tia). Upon inspection after first detachment cycle, it was determined that the coil (spherical 3mm) had not detached. When the microcoil was being pushed back slightly into the aneurysm to attempt additional detachment cycle, the microcatheter kicked back into the parent vessel. At this time, the coil detached into the parent artery and subsequently lodged into the m2 branch of the middle cerebral artery. Angiography revealed flow still present and snaring was attempted, but was unsuccessful. Pt was placed on reopro for twelve hours following procedure. Follow up info received indicates pt was discharged in stable condition (no evidence of major or minor stroke).